Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. The device was found unable to be interrogated. The physician elected to explant and replace the pacemaker on (B)(6) 2023. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of no rf telemetry was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements a device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.